Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device unexpectedly stopped responding, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a black screen, asked for password and multiple users could not access the pyxis machine. A field service engineer (fse) found that the customer had already rebooted the station and confirmed that the station was working. The fse shutdown the station, reseated the hard drive cables and rebooted the station. The repair was tested and confirmed to be successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device unexpectedly stopped responding, black screen and unable to access. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.